Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the right kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium 100 watt with laser settings of 1.0 joules and 10 hz with a total energy of 10 kilojoules. According to the complainant, during the procedure and inside the patient, the fiber sparked everywhere and misfired causing damage to the scope. Reportedly, the physician and patient was not harmed/burned. The procedure was continued and completed with the same flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.